Event description:
A customer reported her freestyle freedom lite meter was not turning on by pressing button or test strip insertion and as a result of being unable to test, she experienced emesis, loss of consciousness and seizure. The paramedics were called and started her on insulin drip and potassium. The customer was further transported to a local health care facility where she was diagnosed with hyperglycemia and continued to be treated with insulin and potassium and reportedly received propylthiouracil in ICU. In addition, the customer also self-treated with "pain medication". There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Evaluations results (B) (4) customer's meter (B) (4)was returned and investigated. The blank screen issue was confirmed. Memory corruption caused by software corruption was identified during investigation. No additional issues were observed during extended product investigation. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. This is a final report.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low creatinine (crem) results generated by the unicel dxc 800 pro synchron clinical systems for multiple samples. The results were reported out of the lab and the customer was notified by the renal transplant department to repeat the test from a patient serum sample for creatinine. Upon repeat on a different instrument, the result yielded >50% higher. The customer then retrieved the previously analyzed samples and reran them on a different instrument and the results were also yielded higher. The results were amended. It is unknown if treatment was initiated or withheld.